Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a device replacement procedure for eri. Prior to the procedure and reviewing patient¿s chart, high threshold on the left ventricular lead was noted remotely. Records indicated patient had high threshold from implant of lead. Lead impedance was within normal limits, stable and on trend. The lead appeared in good position. The device was replaced due to normal elective replacement indicator (eri). The new device was programmed with the same settings as the old device. Physician elected to keep the left ventricular lead implanted and programming changes were made to save battery on the new device. Patient tolerated the procedure and was stable post-procedure.